Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer di not receive second occurrence of replace battery now alarm without prior low battery alarm. The display screen was blank and the keypad buttons of the insulin pump were unresponsive. Troubleshooting was performed and the device is not expected to be returned for analysis.